Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm noted. No unlocked keypad connector during visual inspection. No unexpected smeared ink and blotches inside the screen noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, missing end cap sticker and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display is completely scratched and the customer can't hardly read anything. It was also stated that the ink smeared inside the display screen and there are black blotches inside. It was also reported that the insulin pump had button error alarms. Device was not dropped or bumped. Blood glucose value is 8.9 mmol/l. Nothing further reported.